Event description:
It was reported that the procedure was to treat a narrow, eccentric and 90% stenosed proximal external carotid artery. When the handle of the emboshield nav6 was pulled on to release the filter, the marker could not be seen. The handle was pulled and pushed on several times; however, the filter marker still could not be seen. The catheter was removed and a balloon catheter was being advanced to the lesion when the filter was found at the end of the guiding catheter. The balloon catheter and filter were removed together and another nav6 was successfully used to complete the procedure. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The filter separation was able to be confirmed; however, the difficult to position was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).